Manufacturer narrative:
Pt info: unk expiration date unk implanted: unk manufactured: unk. (B)(4)

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients eye on (B)(6) 2022. The surgeon reported the lens was over vaulted and planned to replace the lens the next day for a smaller lens. The patient returned the next day and the surgeon indicated he believed there was retained viscoelastic behind the lens. The surgeon decided to monitor the patient and vault. The lens remained implanted.

Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.7mm tmicl13.7 implantable collamer lens, -14.00/+3.0/085 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was due to the device. H6 - work order search: no similar complaint was reported for units within the same lot. D2: phakic toric intraocular lens, product code: qcb. Claim # (B)(4).